Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. The test strip lot number is unknown; therefore the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's wife called on (B)(6), 2014 to inquire about the recall letter her husband had received and noted he had passed away "last (B)(6)". Multiple attempts to contact customer's wife to gather additional information were made and on (B)(6), 2014 customer's wife reported customer had been getting "low readings" with the omnipod insulin pump while using unspecified adc test strips involved in the recent recall and noted he had passed away on (B)(6), 2014 in a vehicular accident. Caller was concerned he may have received "wrong readings which may have led him to use the incorrect insulin dosage". Caller noted she "did not know what the real cause of death was because (the customer) never underwent an autopsy". Customer's wife was contacted again in follow-up but was unable to report whether the customer obtained any readings on the day of the accident or if he had undertaken any diabetes-specific treatment in response. She noted that "the accident was severe, but he only had some broken bones, so they assumed he was not awake" and then she added, "he might have had a heart attack or a stroke".